Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8288797, our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted by your facility for evaluation and testing. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately without the ability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that during use, fluid leaked from the bd connecta¿ stopcock's gray valve situated in the line. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "according to the customer, fluid leaked out from where the small grey valve is situated in the line. It looks like the same grey valve present in vps where the first 2 leakage incidents happened. The customer thnks its an issue with these grey valves."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, fluid leaked from the bd connecta¿ stopcock's gray valve situated in the line. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "according to the customer, fluid leaked out from where the small grey valve is situated in the line¿.it looks like the same grey valve present in vps where the first 2 leakage incidents happened. The customer thinks its an issue with these grey valves".